Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005 indicative of an open circuit condition during shock delivery. The right ventricular (rv) lead shock impedance had been trending and reached high out of range measurements during a delivered shock. Technical services (ts) reviewed possible reasons for the exhibited issue, and recommended testing options. The lead appears to be calcified, and the physician suspects lead fracture. This ICD system remains in service. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005 indicative of an open circuit condition during shock delivery. The right ventricular (rv) lead shock impedance had been trending and reached high out of range measurements during a delivered shock. Technical services (ts) reviewed possible reasons for the exhibited issue, and recommended testing options. The lead appears to be calcified, and the physician suspects lead fracture. This ICD system remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005 indicative of an open circuit condition during shock delivery. The right ventricular (rv) lead shock impedance had been trending and reached high out of range measurements during a delivered shock. Technical services (ts) reviewed possible reasons for the exhibited issue, and recommended testing options. The lead appears to be calcified, and the physician suspects lead fracture. This ICD system remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received and the ICD was explanted. No additional adverse patient effects were reported.